Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4 and prolapsed anterior leaflet. A mitraclip ntw was inserted, and grasping was performed. However, difficulties visualizing the clip occurred, the clip became caught in chordae and the leaflets were unable to be grasped. Troubleshooting was performed, and the clip was removed from chordae. Chordae were observed to be entangled on the clip. The clip was removed from the patient and the procedure was discontinued. There were no clips implanted. There were no adverse patient effects and no clinically significant delay in the procedure

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on available information, the reported positioning failure and poor imaging resolution appeared to be related to challenging patient anatomy (lateral a1 prolapse and the short p1 leaflet in the lateral commissure). The reported difficult removal from anatomy appears to be related to procedural conditions (caught in chordae during positioning). The reported tissue injury is a cascading event of the positioning failure and difficult removal from anatomy. Tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.